Event description:
The customer reported that the system displayed generator error messages on boot up. This error message will cause the system to shut down. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.